Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested but not made available due to hospital and surgeon policy. Should additional information become available in the future it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Revised right total knee due to lucency of tibia. Only parts taken out were a polyethylene cr and size 3 tibial tray which was cemented.